Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13k06034, h13k08071, h14a27021, and h14b19042 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy fluid effluent and abdominal pain. The patient was hospitalized for the peritonitis event. On an unreported date, during the hospitalization, the patient received an unspecified antibiotic therapy (further detail not reported) as a treatment for peritonitis. While the patient was hospitalized, the patient performed therapy with manual supplies. One week after the onset of peritonitis, the patient started to perform therapy with solution bags with unspecified antibiotics in them. On the same day, the patient was discharged from the hospital. The patient was reported to be recovering from the peritonitis. On an unreported date, the dianeal therapy was withdrawn. No additional information is available. This is report 3 of 3.